Manufacturer narrative:
(B)(4). Device received with broken battery tube threads, missing end cap sticker and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked because of no screw thread. Customer¿s blood glucose value was unknown. The device will return for the analysis.